Event description:
Customer reportedly rec'd the following results on the advantage sys within 10 mins: 581 mg/dl and 245 mg/dl; 581 mg/dl and 250 mg/dl; and 479 mg/dl and 191 mg/dl. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.